Event description:
The customer reported that this defibrillator failed to power on as expected. When the users rotated the switch to power the unit on, they got a long continuous tone and the device did not power on.

Manufacturer narrative:
H.3. And h.6. The factory has not yet received the device for evaluation and this complaint is still under investigation.